Manufacturer narrative:
He pump was received with a battery cap with a loose metal contact due to a broken three heat stake post. The pump was also received with a partially broken battery tube threads. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a keypad overlay texture damage, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the case - battery compartment (tube) threads of the pump during analysis. Battery cap damage and battery cap contacts missing/damaged were confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the battery tube thread and battery cap screw of the insulin pump was damaged. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer mentioned that the pump functionality was not affected. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.